Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7168583 / 7168497, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4318, batch/lot number: 37067917, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was sent to the emergency department due to pain at the implantable pulse generator (ipg) site. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.